Manufacturer narrative:
Upon review, this incident has previously been reported on report #8010047-2021-07554. This report has been determined to be a duplicate.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that no image was produced when the returned device was tested with olympus, model series 180 scopes. Replacement of the ex board was deemed necessary in order to resolve the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.